Event description:
It was reported that a homechoice device experienced an unspecified alarm. The patient was connected at the time of the alarm. The patient stated that they could not perform the last fill cycle and that the device alarmed. During troubleshooting, it was discovered that there was not an inadequate amount of solution for therapy. The technical service representative assisted the patient with ending therapy and removing the current supplies attached. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not received for evaluation; therefore, a device analysis could not be completed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.